Event description:
Cuff missing off of perclose, utilized a 2nd one without difficulty, no harm to patient. No angiogram of cfa (coronary femoral artery) performed. Yes to calcification. Hemostasis was achieved using another device. 7fr sheath.